Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for high, out of range high voltage lead impedance. It was reported the patient fell. Lead fracture suspected. The lead was capped and replaced.